Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the entire device was explanted and replaced. The patient fully recovered, and there was no additional information was provided.